Event description:
Device at base was cleaned while on the floor and was wet when they were placed back together., the pieces now have burn marks on the bottoms. No injuries occurred, the device was replaced and requested to be returned for eval.